Manufacturer narrative:
Evaluation summary: the protégé everflex stent delivery system was returned for evaluation. It was observed that the stent was partially exposed upon receiving. No ancillary devices, cines images or procedural notes were received for evaluation. The protégé everflex stent delivery system was examined. It was observed that the safety lock was tight upon examination. The stent was partially pre-deployed on the device. Approximately 1.80cm of the device was exposed from the distal tip. Approximately 0.30cm of the stent was exposed. The radiopaque markers appear to all be intact. An unknown substance was observed on the exposted portion of the stent. The inner distal assembly was cut just proximal to the retainer bond to allow examination of the stainless steel hypotube. Witness marks were noted on the stainless steel hypotube - these are as a result of the safety locking pin engaging the stainless steel hypotube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a protege everflex stent to treat an unknown lesion. The device was prepped as per the IFU with no issues identified. The thumbscrew/lock-pin was checked for securement prior to procedure. The procedure used a non-medtronic 6 fr sheath and a 0.035" non-medtronic guidewire. There was no damage to the deployment mechanisms or device handle prior to deployment issue. There was no resistance advancing the device. The device did not pass through a previously deployed stent and no excessive force was used. No embolic protection was used. The stent started to deploy before it was removed and a new stent was used without incident. The physician stated they noticed a few mms of the distal stent markers exiting the stent delivery catheter under floroscopy as it exited the sheath to be placed at the lesion. The stent was then removed undeployed via the sheath still attached to the delivery system and a new stent was placed without incident. No patient injury was reported.